Event description:
It was reported that with the cable, while testing a lead during a case, pacing was unable to be done at 5 volts. However, when the physician opted to go directly into the new device, pacing was able to be done at 2.2 volts. The cable was returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. The cable insulation was indented approximately one and a half inches from the plug. Continuity testing was ok.